Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, the valve would not open upon testing the vent line. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted due to terumo updating safety alert ((B)(4)) to a removal ((B)(4)) on december 1, 2017. The investigation results and conclusions, previously reported, remain the same.

Event description:
On december 1, 2017, terumo updated safety alert, (B)(4) to a removal, (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 29, 2017. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The sample returned was visually inspected, it was found to function as intended and met all of the product specifications. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. These units are also 100% visually inspected both during the leak testing step and during packaging. This is believed to be an issue with the forward flow through the duckbill valve. The reported issue was not able to be replicated; therefore, the complaint was not confirmed. There is a known issue currently ongoing with the duckbill valve within the ops valve, that prevents the duckbill from opening within the product specification range. The cause of the issue with the duckbill is due to a process change at the supplier all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.